Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.4. The criteria is <55. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and in house strips (strip lot number:d140319-3). The control solution tests for level low are 63/62 mg/dl, for level high are 281/274 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 200~300 mg/dl. All results were within the acceptance range. Pass.

Event description:
Our importer, (B)(4), received an initial call on (B)(6) 2015 reporting an accuracy issue with a prodigy glucose meter. Patient's wife called in stating that patient went into a diabetic coma and while patient was unconscious she tested him with the prodigy meter and recorded a result of 67mg/dl. (B)(4) customer (cc) service walked caller through accuracy dialog which revealed patient was not following proper protocol for testing blood glucose or storing the prodigy meter properly. Cc performed a control solution test on the meter and all results were within range. Patient's wife requested to have the meter set to the correct date, time and to have the memory deleted. No more assistance was needed at the time. On (B)(6) 2015 the case was reactivated and reviewed and determined to be coded as a medical attention. On (B)(6) 2016 patient was contacted to gather additional information. Patient's wife ((B)(6)) provided information as follows: (B)(6) stated that the medical intervention took place on (B)(6) 2016 at 10:30pm at home. (B)(6) stated that patient passed out and was unresponsive when she tried to wake him. (B)(6) was not sure what medications were taken prior to the medical intervention but did state that patient had not eaten anything since supper. The reading on the prodigy meter at the time of the event was 67mg/dl. Paramedics were called within 2 minutes of the event. Paramedics arrived approximately 3 minutes after they were called. Paramedics tested patient's blood glucose with their meter with a result of 31mg/dl. A total of 5 minutes passed between testing with the prodigy meter and the paramedic's meter. (B)(6) stated that patient was administered an injection by paramedics but was unknown what type. Patient was not transported to ER. No further intervention was necessary.